Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The ventilator was removed from use on the patient.